Manufacturer narrative:
Although the used device has been returned to the manufacturer, it has not yet been examined, therefore, a failure analysis is not yet available. Upon completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
As reported by hospital in another country, during a procedure in the right antibrachial artery, while attempting to inflate a bmx 6-40 balloon catheter, the encore inflation device failed to register an increase of pressure. The procedure was completed with another device. There was not patient injury. The used device has been returned for evaluation.